Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported that the weld broke on the housing during a procedure. The broken housing could cause the non sterile battery to be exposed to the sterile field. Attempts were made to obtain additional information about the event; no further information was received.